Event description:
In 2007, biomed was checking a fetal ECG cable used on a laboring pt. The cable was found to not be operational. Fetal bradycardia noted. Baby apgars 1-3-3. Baby expired at another facility.